Manufacturer narrative:
Additional narrative: a product investigation was conducted. Visual inspection: the large hexagonal screwdriver with t-handle (p/n: 314.130, lot number: 8030230) was received at us cq. Visual inspection of the complaint device showed the distal tip was twisted. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Investigation conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.130 lot # 8030230 release to warehouse date: 30 aug 2012 manufacturer: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon inspecting some instruments in the sterile processing, it was noticed that two (2) screwdrivers were damaged. There was no known patient involvement. During manufacturer's investigation of the returned device on june 16, 2021 it was identified that the distal tip of the screwdriver was twisted. This report is for one (1) large hexagonal screwdriver with t-handle this is report 1 of 2 for complaint (B)(4).